Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with insulin with the pump. The customer was offered to troubleshoot the insulin pump but declined. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.